Event description:
Caller reported that pump display was frozen. There was no adverse impact to the customer¿s blood glucose level, which was within the normal range. The customer was provided with complete pump reset information by technical support and chose to reset the pump, resolving the issue.